Manufacturer narrative:
Evaluation of the customer issue included a review of complaint text, a review of the service history record, a labelling review, and a historical data review. The customer inspected the instrument and found the cuvette segment damaged. The cuvette segment was replaced which resolved the issue. The review of the service history identified no contributing factors to the complaint. The labelling review addresses operational precautions and limitations, troubleshooting of the fluidics subsystem and troubleshooting of probable causes and corrective actions for erratic sample results and provides instruction for the removal and replacement of the cuvette segment adequately. The historical data review determined no systemic issues and no trends were identified related to this complaint. Based on the results of this investigation, there is no indication of a systemic issue or deficiency of the architect c4000 processing module.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false depressed sodium result on a patient while running on the architect c4000 processing module. The customer provided the following data: on (B)(6) 2020 sid (B)(6) = initial = 117.53 mmol/l / repeat = 138.03 mmol/l. The customer's normal range for sodium is 135-145 mmol/l. There was no impact to patient management reported.